Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014'' guidewire caused a dissection. An unplanned additional stent was placed to cover the dissection and the procedure was completed successfully. No further complications were reported.